Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were not responding when first press and insulin pump shoots or squirts insulin out of the infusion set during priming. Customer stated the insulin pump rejects some new batteries, back light did not work, unusual grinding noises different from the normal rewind noises, had to rewind more than once and slower and an unexplained and random no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.